Manufacturer narrative:
(B)(4). Radiograph confirmed the reported event. The bone screw appears to have backed out approximately 5 mm. Revision occurred to remove and replace the plate and screws. The devices were not returned and no further evaluation of the product can be completed at this time. Patient activity at the time or prior to the event is unknown. Patient's bone quality is unknown. It is unknown if the patient complied with post-operative care instructions or sustained an impact of some sort. The root cause of the issue remains unknown. Review of labeling notes.

Event description:
On (B)(6) 2014, it was reported that the inferior cervical bone screw backed out of a acdf plate at c7. Patient was asymptomatic. The plate and screws were removed and replaced. Patient is reportedly doing well post revision. The initial acdf surgery occurred (B)(6) 2014 in which a three level (c4-c7) cervical plate was placed over three peek interbody spacers. Vol ref# (B)(4).